Event description:
It was reported by the affiliate that when (1) tsb45g device and (1) tr45g reload was used during a lobectomy it would not staple the tissue. Another device was used to complete the case with no consequence to the pt.